Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb gt1 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the moderately tortuous and moderately calcified distal left anterior descending coronary artery was predilated with laser atherectomy. After post dilatation of the 3.0x28 absorb gt1 was performed, a perforation was noted. The 2.8x19 graftmaster stent delivery system (sds) was inserted, but unable to advance past the tortuous and calcified anatomy and the newly implanted gt1. Subsequent to the device interaction, the proximal shaft of the graftmaster sds separated. The guide catheter, guide wire, and sds were removed together as a unit. A new graftmaster sds was inserted to successfully cross the gt1 and treat the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance and shaft separation appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.